Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure using a flexor high-flex ansel guiding sheath, the sheath and valve were separated during preparation for the procedure. There was no report of an adverse event related to the separation.

Manufacturer narrative:
A review of the drawings, complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath tubing and dilator were returned. The connector cap and the check-flo valve assembly were not returned. The distal end of the sheath is slightly compressed and one wrinkle is noted. The dilator was returned in sealed packaging. Flare on the sheath is damaged. It is unable to be determined whether the device was built to specification since the flare could have been damaged due to force and/or handling/shipping. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.